Manufacturer narrative:
The device history record (DHR) for unit (B)(6) corresponding to complaint reference number (B)(4), has been reviewed for compliance with established device master record (dmr). Examination determined no discrepancies or instances of non-conformity within the DHR nor on device labeling/packaging that could have contributed to the reported event. This report has been compiled in accordance with the mandatory reporting requirements set forth under 21 cfr part 803 for serious injuries. The submission of this report is not to be construed as an acknowledgement by bardy diagnostics of any defect or malfunction in the product described herein.

Event description:
An ECG report was associated to the incorrect patient as a result of a registration user error. That patient was subsequently prescribed eliquis for an arrhythmia that they did not have. The healthcare provider indicated the patient did not have bleeding complications from the prescribed eliquis. There is no evidence of a device malfunction. Patient age is unknown. Date of event is unknown, but did occur within 2024.